Event description:
It was reported that a patent with stenosis underwent spinal procedure for implant of posterior fixation at l4-5. A revision surgery was performed about 1 week post-op due to dislocation of a pedicle screw and hematoma. It was reported that the pedicle screw was not inserted in an optimal position during the index surgery and may have damaged the pedicle.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation.